Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range pacing lead impedance measurement that was detected via the patient¿s remote monitoring system. High pacing threshold on both rv and competitor's left ventricular (lv) leads was also noted. Attempts to obtain additional information were unsuccessful. The system remains in service. No adverse patient effects were reported.